Event description:
The customer's father reported via phone call that the customer had a button error alarm. Caller tried to clear and leave the battery out but it did not clear up. Customer was trying in input for a bolus and the pump froze. The caller removed the battery. When the caller put the battery back in, he received a button error. Customer's blood glucose was 143 mg/dl at the time of the incident. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.